Manufacturer narrative:
A review of the complaint device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing records of products coated on the same day and under the same conditions as the complaint device indicated values well within product specifications. One retention sample coated on the same period and under the same conditions as the complaint device underwent water permeability testing at 120mmhg as per iso (B)(4). The test result indicated a value well within product specifications. No conclusion can be drawn. However, all available information and the product testing performed would tend to indicate that the device was not defective. Please note that the device was not used in an approved indication.

Event description:
During an ascending aneurysm repair performed on (B)(6) 2016, the graft was used for axillary cannulation. Once heparin was given, the graft leaked more than what the surgeon used to. It was reported that an intervention was required to prevent serious injury but no additional information has been received at the time of this report. The device was discarded after the procedure, no patient injury was reported.